Manufacturer narrative:
A partial lead measuring 33.5 to 43.7cm in length was returned. External insulation abrasion breaching the svc lumen was noted at 33.1 to 33.5cm from the distal tip. The etfe coating on one of the svc cables was compromised. The abrasion found is consistent with friction to another device. Internal insulation abrasion breaching the rv lumen was noted at 12.0 to 15.2cm from the distal tip.

Event description:
It was reported that the patient presented for lead extraction due to infection. Externalized conductors were noted on fluoro. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.